Event description:
The pt was found by a staff member in a sitting position almost to the floor, with her head wedged between the lower (solid) mattress and the head end siderail. Her face was "trapped" in the rail opening by the controls. There was a laceration under her chin in the location of the siderail.